Event description:
Reference number (B)(4). Event occurred in the united "states". It was reported that an adhesive issues event occured on (B)(6) 2026. The patient reported infusion set fell off during use. The customer reports set has been in use for: 14 hours. No further information available.